Manufacturer narrative:
(B)(4). The following additional information was requested but unavailable: for clarification, was it the metal active blade that was broken? Or, was it the white teflon pad that was broken? Did the piece of the broken tip detach completely from the device? If yes, did any piece fall into the patient? Was the piece retrieved? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Will all pieces that detached be returned with the device? If no, was it discarded?

Event description:
It was reported that during an unknown procedure, during activation, the tip was broken. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n9039a . The device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.